Manufacturer narrative:
The reported event was unable to be reproduced during evaluation of the autopulse platform (sn (B)(4)); however, review of the archive data revealed multiple user advisory ua 17 (max motor on time exceeded) error messages and low battery warning message on the reported event date of (B)(6) 2017. It was noted that on the event date, the platform was used on a large patient likely with a stiff chest exceeding 234 lbs. And was used for over an hour (from 17:50:04 to 18:55:01) using autopulse li-ion battery (sns (B)(4)). These events are likely the issue experienced by the customer, thus confirming the reported event. Evaluation of the platform found no issue. The platform performed continuous compressions with a large resuscitation test fixture without error. There was no device malfunction observed. The investigation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. Warning 1- low battery warning message is due to the battery being in a low power state. The ua 17 and warning 1- low battery warning message was exhibited due to the battery being in a low power state. The batteries used at the time of the event were not returned for evaluation. Although the root cause could not be conclusively determined through this evaluation, based on the archive data the issue is likely caused either by the size of the patient and the stiffness of their chest, and/or the length of time the battery was used performing continuous compression eventually diminishing the battery's state of charge. Historical records were reviewed for service information related to the reported complaint and no similar complaint was reported for the autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform for evaluation. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse stopped compression on its own. The user reinserted and replaced the battery to restart the compression. Manual CPR was performed after the third stoppage. For a trained user, the time to trouble shoot and changing battery should be quick, similar to the time necessary for rescuer rotation and patient status check, which presents the same workflow as manual CPR. The short interruptions will not negatively impact the patient outcome. Patient expired after a combination of mechanical and manual CPR. No detail was provided for the patient's clinical condition; however, the patient's death is most likely caused by the underlying condition of the patient.

Event description:
The emergency crew used the autopulse platform (sn (B)(4)) on a cardiac arrest patient. The platform performed compression for approximately 2 minutes, the user placed the platform on pause / stop for a patient pulse check, restarted, and resumed compression for approximately 5 to 8 minutes until the platform powered off on its own. After checking / ensuring that the autopulse li-ion battery is properly inserted in the platform's battery bay, the platform was restarted and performed compression for an unspecified amount of time; however, the issue recurred. The crew exchanged to another battery with the same issue observed. The patient immediately received manual CPR. The user observed no user advisory or error message during the event. It was noted that the batteries used at the time of the event were adequately charged. No platform issue was observed during shift check and deployment. It was further reported that the patient expired; however, the cause of death was not specified. According to the ems director, the patient's death was not related to the delay caused by the device issue. No further information was provided regarding the patient's outcome. The batteries used at the time of the event were inserted in an autopulse multi chemistry charger and were able to successfully charge. The customer follows the recommended battery rotation. The platform was not tested following the event.